Manufacturer narrative:
Following investigation have been carried out: photo: neck plate with traces of glue in the opening where the tube should be connected to the neck plate. Bonding process was carried out. Production documents: no abnormalities in the production process of both batches mentioned by the complaint reporter. Trend analysis: no comparable complaint an defect reported within the last 5 years. Product investigation: not possible because affected product was not returned to tracoe. The reporter could not name the exact batch of the product concerned, therefore 2 batches sold to the medical facility were indicated. No abnormalities were found in the production of either of the batches mentioned. The described defect has not been reported in the last 5 years. We therefore assume that this is a rare, isolated case. The cannula was used for 10 days without any problems. It was not reported what exactly led to the separation of the cannula tube.

Event description:
Tracoe mini tracheostomy cannula broke between tube and neck plate while the patient was napping. The tube remain in the trachea and became a foreign body. The tracheostomy cannula was in use only for one week. Tube of the cannula was removed in hospital.